Event description:
It was reported that the patient presented to the clinic and was experiencing shortness of breath and a heart rate of 45 beats per minute. The atrial lead exhibited over sensing. The device sensitivity was adjusted. No further intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.